Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was double beeping. The reporter noted that the clock battery was also overdue (1383), and the rear bottom label was damaged as well. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported indicated a double beep. During testing, the double beep alarm was confirmed. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) sensor. The dso sensor was replaced. Log events was reviewed and there are no errors related to the customer complaint. Review of service history found no relevant information. The probable cause of the reported problem damaged dso sensor.